Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a crack on the display of the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he has a cracked meter recently and noticed if over the last few days. The customer stated that the damage is on the screen and left front side over the word medtronic. The customer also stated that he received multiple no delivery alarms from the pump. The customer declined to troubleshoot for the no delivery alarms. The customer was advised of the no delivery alarms and its possible causes. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a scratched case, a cracked case at the display window corners and a cracked reservoir tube lip.